Manufacturer narrative:
(B)(4). (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, on (B)(6) 2018 during surgery there was a problem with optipac refobacin bone cement 60 lot a717c08935. Description of defect : blockage, liquid does not come in the syringe. The nurse had to give second cement. No adverse patient health consequence were reported.

Event description:
It has been reported that, on (B)(6) 2018 during surgery there was a problem with optipac refobacin bone cement 60 lot a717c08935. Description of defect : blockage, liquid does not come in the syringe. The nurse had to give second cement. No adverse patient health consequence were reported.

Manufacturer narrative:
(B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The returned device was evaluated and was conform. However, the device was not handled correctly, therefore the vacuum enabling the monomer to flow into the device cylinder was not efficient enough. Investigation results concluded that the reported event was likely due to an handling error.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.